Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6) md phd; date of surgery: (B)(6) 2015; body part to which device was applied; left ankle/lower leg; surgery description: removal ankle arthrodesis nail; pt's info: (B)(6), male, (B)(6); problem observed during: on scheduled device removal; type of problem broken nail; event description: bilateral ankle prosthesis with loosening: bilateral ankle/hindfoot arthrodesis nail orthofix with bone impaction grafting. Intermittent problems; prox en distal screw removed. Plan removal talar screw and nail: nail broken. Puzzles me; would expect solitary screw to fail? The complaint report form indicates: the device failure had adverse effects on pt; the surgery could not be completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an add'l surgery was required - not scheduled; potential next operating room; implant removal; copy of operative reports is not available; copy of x-ray images is not available; info about pt current health condition: no problems. Note and comments: nail was initially implanted on (B)(6) 2011. In bacterial cultures from surgery: staph caprae and waneri. Clinical check: ok. Plan: wait and see; possibly removal remaining nail. On july 7, 2015, orthofix srl received the following add'l info on the event: the surgeon decided not to proceed with a new surgery. Part of the nail which is left in the bone is still there. At this moment surgeon has no plans of removing it. The pt's current health condition is well. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 77018 lot it971859 before the market release. No anomalies have been found. The original lot, manufactured in 2010, was comprised of (B)(4) devices. All of them have already been released to the market, no other notifications have been received in regards to this specific device lot. Technical eval: the distal broken portion of the nail, was received by orthofix srl on june 15, 2015. The technical eval on the returned device is currently on going. Medical eval: the info available on the case was sent to our medical evaluator. A preliminary clinical eval was performed and will be finalized once the result of the technical eval are available. As soon as the results of the investigation will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Additional information: technical evaluation: a preliminary technical evaluation on the returned portion was performed and will be finalized once the patient will authorize orthofix (B)(4) performing destructive test. Medical evaluation: on (B)(6) 2015, orthofix (B)(4)has sent an official letter to the patient in order to get authorization to perform further investigation on the distal portion of the broken nail, such as mechanical and chemical test to prove the device conformity and to determine the root cause of the failure occurred. Moreover, after the removal of the second portion of the nail, performed in a new surgery on (B)(6) 2015, orthofix (B)(4) has requested further information on the event, such as whether the second portion will be returned to orthofix (B)(4) for investigation, copy of x-ray images, copy of operative reports, patient's current health conditions. Unfortunately, this information has not yet been made available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
Additional information: on (B)(6) 2015, orthofix (B)(4) received the following information: "next friday patient has an appointment with the surgeon. The remaining part of the nail will be removed." On (B)(6) 2015, orthofix (B)(4) received the following response in regards to the request to proceed with destructive test on the returned portion of the device: "the surgeon has discussed the investigation of the nail with the patient. A reply wll be expected after the holidays, when the patient will visit the surgeon again. So, it is on hold for the time being." On (B)(6) 2015, orthofix (B)(4) received the following additional information from the distributor: "according to our latest information, the remains of the nail were removed (B)(6)." Manufacturer ref #: (B)(4). Distributor ref #: (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided): orthofix (B)(4) checked the internal records related to the controls made on the device code 77018 lot it971859 before the market release. No anomalies have been found. The original lot, manufactured in 2010, was comprised of (B)(4) devices. All of them have already been released to the market. According to orthofix (B)(4) historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the portion of the broken nail, received by orthofix (B)(4) on june 15, 2015 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual check, which confirmed that the device received is the distal portion of a nail, code ref. 77018. It was not possible to perform the functional check as the device is broken. The portion of the nail was then supplied to an external laboratory to perform further investigation and the results indicate: "according to the findings, the nail is made of (B)(4) complying with standards iso 5832-1 and astm f136. The microstructure is regular, homogeneous and free from significant defects. Therefore no anomalies or defects were found out, which could promote the damaging. The following fractographic clues were detected: a flat, transgranular morphology; a gap (located along a diameter) separating each breakage surface portion in two regions; the presence of beach marks on both the regions, converging towards the edges. These clues are consistent with a reverse bending fatigue fracture, nucleating from the edges on the nail outer border and creation of two breakage fronts, developing in the same time and along opposite direction, having different extent (one covers about 60-70% of the total fracture extent, the other covers the remaining part). The load, reasonably related to the pin action, acted along a 60° direction with respect to the hole axis." Orthofix failure analysis concluded that the device is compliant with standard requirements for a surgery austenitic stainless steel and the failure cause might be attributable to a reverse bending fracture as reported above in the conclusions of the report received from the external laboratory that evaluated the part of the nail involved in this complaint. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "so in this patient, a (B)(6) male, bilateral ankle prostheses were inserted. These loosened, and were removed, and bilateral ankle arthrodesis nails inserted in (B)(6) 2011. This one (l or r - doesn't say) caused some pain, and the proximal (tibial) and distal (calcaneal) screws were removed. This left a nail with a solitary talar locking screw. The nail has broken at the position of this screw, and we have been sent just the distal broken portion. I think that the locking screw has been left with the proximal portion of the nail. The surgeon comments that he would have expected that the solitary locking screw would fail first, rather than the nail. The plan is possibly to remove the rest of the implant. At the surgery to remove the nail fragment the bacteriological swabs have grown two types of staphylococcus. We do not know if the arthrodeses have united, but it is 3.5 years since insertion, so no further union will take place. However, I think that we can speculate that the ankle joints are fused, because there would have been more problems otherwise at an earlier stage. We know from years of experience that the bolt type locking screws have a high resistance to fatigue failure. The surgeon has removed proximal and distal locking screws leaving a single bolt to act as a fulcrum for bending. Even if (let us assume so) the ankles are united, the act of walking will transmit a bending load to the nail. It is probably slightly more stiff than the surrounding bone. With a single locking screw this bending load is focused on the locking hole with the bolt in, which explains the fatigue failure. The technical analysis confirms that the cause of the nail failure was reverse bending fatigue centred on the single remaining talar locking screw, which being a single fixation point focused the bending of the nail which occurred with weightbearing at this position. We do not know the thinking of the surgeon when it was decided to leave just one locking bolt in place, and we do not know the state of the bone union, either then or now, so we cannot comment further." Final comments: the results of the technical evaluation concluded that the device is compliant with standard requirements for a surgical austenitic stainless steel and the failure cause might be attributable to a reverse bending fracture. The medical evaluation evidenced as follow: "the surgeon has removed proximal and distal locking screws leaving a single bolt to act as a fulcrum for bending. Even if (let us assume so) the ankles are united, the act of walking will transmit a bending load to the nail. It is probably slightly more stiff than the surrounding bone. With a single locking screw this bending load is focused on the locking hole with the bolt in, which explains the fatigue failure. The technical analysis makes it clear that this was a fatigue failure." Moreover, orthofix (B)(4) would like to remind that the orthofix internal fixation systems "are not intended to replace normal healthy bone or to withstand the stresses of full weightbearing, particularly in unstable fractures or in the presence of non union, delayed union or incomplete healing. The use of external supports (e.g. Walking aids) is recommended as a part of the treatment." (Ref. To instruction for use leaflet pq inf 04/11). Based on the results of the technical evaluation performed on the returned portion of device, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: left ankle/lower leg; surgery description: removal ankle arthrodesis nail; patient's information: (B)(6), male, height 160 cm, (B)(6); problem observed during: on scheduled device removal; type of problem: broken nail; event description: bilateral ankle prosthesis with loosening: bilateral ankle/hindfoot arthrodesis nail orthofix with bone impaction grafting. Intermittent problems; prox en distal screw removed. Plan removal talar screw and nail: nail broken. Puzzles me; would expect solitary screw to fail? The complaint report form indicates: the device failure had adverse effects on patient; the surgery could not be completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required - not scheduled; potential next operating room: implant removal; copy of operative reports is not available; copy of x-ray images is not available; information about patient current health condition: no problems; note and comments: nail was initially implanted on (B)(6) 2011. In bacterial cultures from surgery: staph caprae and waneri. Clinical check: ok. Plan: wait and see; possibly removal remaining nail. On july 7, 2015, orthofix (B)(4) received the following additional information on the event: the surgeon decided not to proceed with a new surgery. Part of the nail which is left in the bone is still there. At this moment surgeon has no plans of removing it. The patient's current health condition is well. On july 13, 2015, orthofix (B)(4) received the following information: "next friday patient has an appointment with the surgeon. The remaining part of the nail will be removed." On july 22, 2015, orthofix (B)(4) received the following response in regards to the request to proceed with destructive test on the returned portion of the device: "the surgeon has discussed the investigation of the nail with the patient. A reply will be expected after the holidays, when the patient will visit the surgeon again. So, it is on hold for the time being.". On july 30, 2015, orthofix (B)(4) received the following additional information from the distributor: "according to our latest information, the remains of the nail were removed (B)(6)." On september 24, 2015, orthofix (B)(4) received the authorization to perform further tests on the returned portion of the device and the following additional information: "the second part of the nail is still in possession of the patient and therefore not easy to collect. It was quite difficult to remove the second part of the nail during which this part was severely damaged - possibly not suitable for further investigation." On september 28, 2015, orthofix (B)(4) received from the distributor the following information: the second portion of the broken nail, removed on (B)(6) 2015 will not be returned to orthofix (B)(4). Copies of x-rays and/or operative reports will not be made available. Patient's current health condition is good. (B)(4).